Event description:
This is not really a device report - rather a failure of response of manufacturer rep. We did not receive the software upgrade nor notification of need for software upgrade so the probe would not work properly. Malfunction could not be identified until after probe had already been placed in patient. Company rep did not arrive for procedure nor return phone calls about need for new software.====================== manufacturer response for rita starburst console, rita starburst console (per site reporter)======================manufacturer will be providing software upgrade prior to next scheduled procedure. Since original sales rep non-response company has been very responsive to issues relating to needed software upgrade. We consider this matter now resolved.